Event description:
It was reported that this pacemaker was discovered to be operating in safety mode. No intervention has been performed yet, the pacemaker remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.